Manufacturer narrative:
E1: initial reporter facility name:(B)(6);. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had not infused. The pump has been attached to the patient for 4 days. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h4, h6 (update codes), h11. H4: the lot was manufactured between january 23-24, 2023. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph showed residual fluid in the bladder which suggests a possible infusion issue may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.